Manufacturer narrative:
(B)(4). Source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the instrument was found to be fractured when it was opened. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g7, h1, h2, h3, h6, h10 visual examination of the provided pictures identified the inserter broken. However it is out of the packaging with suture tangled around it. Additionally, the packaging can't be visualized to see if there was damage to that, therefore it cannot be determined when the fracture occurred. As the product has not returned, no further visual and dimensional analysis could be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.